Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 3.1 and 3.2 failed and displayed error as device was not detected on bus. A field service engineer (fse) found that the drawer was not detected in diagnostics and that there were no lights on the board. The fse replaced the pyxis module controller board, after which the drawer appeared in diagnostics. The pharmacy tested the drawer, and it was confirmed to be functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, system auxiliary drawer 3.1 and 3.2 failed and displayed error as device was not detected on bus. The customer tried to recover but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.